Event description:
It was reported that the hand held had white powdery corrosion inside the battery bay. It was noted that the battery bay may have gotten wet but this is not clear. The function of the device was not affected at this time. The handheld has not been received for analysis to date.

Event description:
Product analysis for the handheld was completed and approved on 10/08/2015. An analysis was performed on the returned handheld and during the analysis it was verified that the main battery was unable to hold a charge and power the handheld. A visual analysis of the handheld and battery identified evidence that the device was exposed to fluid and corrosion was identified on the battery contacts, giving the indication that the cause for the battery anomaly is associated with mishandling of the device. Analysis for the software showed no anomalies associated with the flashcard software identified.

Event description:
The hand held and software were received for analysis on 09/08/2015. Analysis is currently underway but has not been completed to date.